Manufacturer narrative:
Received one device. Visual inspection found no damage, investigation found upstream occlusion sensor (uso) seal buckling. Replaced uso seal. Performed performance verification tests (pvt), unit passed all testing criteria. Unit reset to standard configuration. Service history review identified there was previous repair was completed on (13 dec 2024) for (bubbled up dso seal) based on review complaints it was determined that the previous repair (is not) related to the current complaint

Event description:
It was reported that the battery compartment and cover were damaged -not damaged by the customer. The event happened during testing.